Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled on (B)(6) 2017, and initially displayed an amount of over 100 units of insulin. The contact was unable to provide the amount of insulin the cartridge had been filled with. The contact declined to perform troubleshooting at the time of the call, or provide additional information regarding the event. During a follow-up with the customer, it was confirmed that the customer consulted with the clinical diabetes specialist (cds) and reviewed pump history, and based on bolus and basal delivery, the pump was performing as intended. There was no reported impact to the customer's blood glucose level.